Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was sprung. The device was not used, and a new one was implanted. The patient was stable.